Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "patient end pipeline" of a homechoice automated pd set with cassette had a section of air and liquid leaked out at the interface. This was observed during an unspecified process step of peritoneal dialysis therapy; however, the patient was not connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.